Event description:
Nurse hung a bag of normal saline and the fluid drip chamber on the IV tubing appeared to be occluded. Fluid wouldn't move from the chamber. The tubing was replaced and worked correctly. This is the first of two events at the same facility. Manufacturer response for anesthesia IV set, (brand not provided) (per site reporter): the sales rep and qc have been in contact with me and are planning to pick up the tubing.